Manufacturer narrative:
.

Event description:
It was reported that a patient had high impedance at about 9,000 ohms. The patient also reported feeling discomfort in her neck periodically with stimulation. The patient's device was noted to have been left on. There were no reported causes for the impedance issues or when the last known diagnostics were performed at the time of the call. The patient was being referred for full replacement surgery. The generator was going to be replaced due to the patient's desire for the newer model. No surgical intervention has occurred. No further relevant information has been received to date.

Event description:
The explanted generator had product analysis completed. Product analysis of the generator confirmed proper generator functionality. The generator confirmed its ability to provide appropriate programmed output currents. Additionally, a comprehensive automated electrical evaluation showed that the generator performed according to all functional specifications. There were no performance or any other type of adverse condition found with the generator.

Event description:
The patient had full replacement surgery on (B)(6) 2016. The explanted lead and generator were returned to the manufacturer for analysis. A section of the lead assembly was returned for analysis in one piece. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Also, the connector ring had scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. Abrasions were noted on the connector boot and on the outer silicone tubing at multiple locations. The outer silicone tubing had a compressed appearance at multiple locations. A suspected coil break was identified at the end of the negative coil. The negative coil also had a discolored appearance in the vicinity of the broken end. Scanning electron microscopy images of the positive coil showed that pitting or electro-etching conditions had occurred at the break location. The returned lead assembly had kinks in at least one of the coils in two locations. The lead assembly had dried remnants of what appeared to have once been body fluids in the small o-ring boot location inside the inner silicone tubing. Scanning electron microscopy of the positive coil showed that pitting or electro-etching conditions had occurred at the coil end, showing evidence suggestive of a stress-induced fracture. No further relevant information has been received to date.